Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of rupture, granuloma and silicone migration were reviewed on march 03, 2022. Visual analysis of the photographs identified the device was broken shell and white encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reports rupture, "siliconomas," and "axillary siliconomas." The device has been explanted. This relates to the left side.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported event of granuloma is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation : rupture , silicone migration, granuloma

Event description:
Physician reports rupture, "siliconomas," and "axillary siliconomas." The device has been explanted. This relates to the left side.